Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2016 the reporter contacted animas, alleging a history settings (inaccurate delivery) issue. The reporter stated that the patient had a blood glucose (bg) of 500mg/dl with nausea, vomiting, polyuria, polydipsia, and drowsiness. The patient was taken to the hospital and treated (treatment information was not provided). This report is being made due to the bg excursion the patient experienced due to an alleged history settings issue.